Manufacturer narrative:
Result of investigation: the endoscope was tested after production with the inspection batch 030000095887 and passed this test. The examination revealed that the working channel was leaking, and the articulation cover was pierced approx. 60 mm from the distal end. In addition, the vertebrae are broken approx. 60mm from the distal end. The shaft is bent approx. 85mm from the distal end. The causes of the defects found during the product inspection are due to operating errors and/or wear and tear. The "no image" error complained of by the customer was not detected during the test. The endoscope provides a good, sharp image. The cause of the picture failure described by the customer could not be traced. Possible causes of image failure may be defective devices in the imaging chain (camera, monitor, etc.). A connection cable of the imaging chain may also be defective or not plugged in correctly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the flexible video choledochoscope shows no image. No negative impact in state of health reported. There is no information that the event caused a harm or serious injury to patient, user or third party.